Event description:
The facility's tech reported a fail code 512. The technician did not have info regarding whether the failue occurred during pt use or biomed testing. Additional contact information was requested but no additional contact was identified. The tech stated that there have been no reports of any pt incident involving this pump since the last baxter service event.